Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary thrombocytopenia/ thrombosis: the root cause of the injury was unable to be determined due to insufficient clinical details.

Event description:
The patient outcome was reported as expired.

Manufacturer narrative:
Additional information received: b2, b5, d6b, h1, and h6 updated based on the patient outcome.

Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient on impella support with a cp pump. The complainant reported that a large thrombus was discovered via transesophageal echocardiography in a hybrid lab for the patient to be escalated from the cp to a 5.5. The thrombus was attached to the catheter and started at the aortic arch and went down the descending aorta and filled about 80% of the aortic lumen. The cp was not removed.